Event description:
The consumer reported that his device was not turning on and there was a picture of a phone and a power on reset code on the screen. The patient stated that this was the first time this had happened to him. The indication for use was chronic low back pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.